Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with a marginal corneal infiltrate noted at the seven o'clock position adjacent to the limbus in the left eye one day post photo refractive keratectomy (prk). The size was 1/2 to 3/4 millimeter round with slightly irregular borders and presumed to be staphylococcus. Fortified antibiotics were prescribed. At the next follow up there was slight improvement. The patient was referred back to the affiliate where a reported epithelial defect was noted to be closed. The infiltrate was slightly improved and the bandage contact lens was removed. Medications were changed to antibiotic drops every two hours, topical steroids every two hours, a non-steroidal anti-inflammatory drop three times daily, and preservative free tears every thirty minutes. The last reported post-operative information received noted the infiltrate had resolved and epithelium was healed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfile for the day of treatment shows no relevant error or warning messages. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test were performed without any issue. The logfile shows multiple successfully performed treatments. The treatment could be identified in logfile. The user performed an energy check before this patient. The energy was stable during treatment day. The logfiles show the treatment was performed successfully without any issue. No technical root cause could be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-18905.